Event description:
It is reported that when dr bast tried to remove the tibial trial, the front portion snapped off.

Manufacturer narrative:
Evaluation summary: the anterior section of the tibial provisional broke off from the rest of the provisional by a crack extending from the base of the stem on the distal surface of the plate. The device exhibits damge and wear that suggests the part was extracted with tools other than the intended tibial provisional extractor which may have caused the crack. Misuse appears to be the cause of the device failure. As returned, the provisional contains a fractured anterior portion of the tibial tray. The tray contains gouge marks and scratches which are evidence of abuse the provisional has a potential field age of approximately 12 months. Device history records indicate all components were manufactured and inspected to specification.